Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. A visual exterior inspection was performed and the device passed. Receiver was charged and booted up. The receiver log was downloaded and reviewed, and no firmware errors were observed within the investigation window. Receiver functional testing was performed and passed all relevant testing. The receiver case was opened for further evaluation. The battery was inspected and no defects were found. The reported event of receiver ceased to function was not confirmed due to receiver passed testing. A root cause could not be determined.